Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was because the pt needs to have an MRI. Pt reports that the ins doesn't work because whenever she turns the ins on, the ins shocks the pt. Pt states that she stopped using the ins, and hasn't charged the ins in probably 5y. Pt states she has lost the insr, dtc, and pp. Reviewed possibility of overdischarge, and redirected to the hcp to jump-start the ins. Reviewed the pt will then want to use the pp to access MRI-mode, to confirm eligibility, after the ins is charged. Redirected to the hcp as well to discuss the therapy issues. Pss unable to find any previous cases in cmf related to this issue (pt indicated that she may have talked to patient services previously).redirected caller: patient's hcp

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt had not used stimulator in approximately 3 years because they said they had started having shocking sensations from system and stopped using it. When the new battery was attached to the previous leads an impedance check was performed and impedances were wnl. However, the physician wanted to check the location of the leads and noticed that the leads remained in the epidural space, but had slipped down approximately 1.5-2 vertebral bodies from where they were originally placed for implant. Hcp attempted to push the leads up, but had to completely replace them with new leads for original placement level..